Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.